Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance in resetting the pump from technical support, which resolved the issue, allowing continued use of the pump. Customer was advised to contact technical support again if the malfunction recurs.